Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the patient had been found unconscious at an apartment complex by a security guard. Hospital personnel walked the security guard through changing the system controller to the backup system controller. The pump began working normally after the system controller exchange. The patient was unconscious and was taken to the hospital. At the hospital, they were unable to determine how long the pump had been off. The patient is currently doing well.